Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, upon wiping and handing the catheter to the physician, the stent came off the balloon. The procedure was completed with another 2.50 x 38 synergy drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent strut rows 1-17 from the proximal end of the stent appear undamaged; the remainder of the struts are damaged and pulled in a distal direction with some struts extending over the distal tip of the device. The undamaged section of the crimped stent outer diameter was measured and was within max crimped stent profile measurement. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, upon wiping and handing the catheter to the physician, the stent came off the balloon. The procedure was completed with another 2.50 x 38 synergy drug-eluting stent. No patient complications were reported and the patient's status was fine.